Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient passed out after going to the bathroom and the patient was admitted to the hospital. It was noted that the syncope was likely due to high mean arterial pressure, dehydration, dropping hemoglobin. It was reported that the patient had gastrointestinal bleeding and the patient's hemoglobin dropped to 6.8. The patient had a positive occult blood stool test and received two units of packed red blood cells (prbc) and intravenous proton pump inhibitors (ppis), which resolved the bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and hypertension as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Hypovolemia is also listed in this section as a potential late postimplant complication. Furthermore, this section states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.